Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 72 reperfusion catheter (red72) and a non-penumbra stent retriever. During the procedure, the physician delivered the stent retriever to the target location using the velocity. While retracting the velocity, the physician experienced resistance and the proximal end of the velocity fractured. The velocity was removed. It is unknown how the procedure was completed. However, it was reported that the same red72 was used to complete the procedure. There was no report of an adverse effect to the patient.